Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. Were any energy products used during the procedure? 7. What are the product code and lot number? 8. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 9. Where was the surgicel used (on what tissue)? 10. How much surgicel was used during the procedure? 11. Was there any nerve damage prior to closure? 12. Where was surgicel placed in proximity to the nerves? 13. What was the onset date of the symptoms following the index surgical procedure? 14. Was any surgical or medical intervention been performed? 15. What is physician¿s opinion as to the cause of this event? 16. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative postop bilateral recurrent laryngeal nerve paresis? 17. What is the patient¿s current status? 18. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a thyroidectomy procedure on an unknown date and absorbable hemostat was used. Immediate postop bilateral recurrent laryngeal nerve paresis following a thyroidectomy. Intact nerves visually at the conclusion of the case. Nerves also stimulated prior to closure. No nerve function now for over a month. Used the absorbable hemostat, but no suspicion of compression. They did not wash the powder out. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Health effect - clinical code. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances related to the reported complaint condition were identified. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: 106hc2, 1098rt. Batch 106hc2 mfg date: 06/23/2025, exp date: 11/30/2026. Batch 1098rt mfg date: 02/18/2025, exp date: 07/31/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 4. Catalog, d 4. Primary UDI number, g 1. Manufacturing site name. Additional information: a 2. Patient age at the time of event, a 2. Age unit, a 3a. Sex, a 4. Weight of the patient, a 4. Weight unit, b 7. Medical history/preexisting condition, d 4. Lot, g 1. Manufacturer site addr. Street line 1, g 1. Manufacturer site city, g 1. Manufacturer site state code, g 1. Manufacturer site country code, g 1. Manufacturer site postal code, h 6. Health effect - impact code. D4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined. Additional information: d4 lot - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: 106hc2, 1098rt additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 74 year old female, 76kg, bmi 32.72. 2. What was the date of index surgical procedure? (B)(6) 2026. 3. What were the diagnosis and indication for the index surgical procedure? Total thyroidectomy for benign multinodular disease. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Hyperlipidemia, osteoporosis, singer, allergy:codeine; on lipitor, zoloft, vitamin b12. 5. Was there any intraoperative concurrent use of other products? No. 6. Were any energy products used during the procedure? Yes, bipolar and harmonic. 7. What are the product code and lot number? Hemostat absorb powder surgicel oxidized regen cellulose. I do not have the lot number, but it is was the purple label, accordion delivery. Pictures of the two lot numbers we have in stock currently at the surgery center are attached- it was likely one of those. 8. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Used for slight oozing and prophylaxis before closure. 9. Where was the surgicel used (on what tissue)? In the neck, thyroid bed- not placed on the nerves, squirted laterally on each side away from the nerves, but still would have touched the recurrent laryngeal nerves once retractors were removed. 10. How much surgicel was used during the procedure? About half of the powder in one package. 11. Was there any nerve damage prior to closure? No, both nerves visually intact and successfully stimulated prior to closure. 12. Where was surgicel placed in proximity to the nerves? See number 9 - in the neck, thyroid bed- not placed on the nerves, squirted laterally on each side away from the nerves, but still would have touched the recurrent laryngeal nerves once retractors were removed. 13. What was the onset date of the symptoms following the index surgical procedure? Immediately (within 30-45 minutes after surgicel application- when the patient was extubated, there was immediate bilateral vocal cord paralysis requiring tracheostomy. 14. Was any surgical or medical intervention been performed? Yes, performed tracheostomy and re-exploration of the wound. Washed out the surgicel as best as possible at that time. That was about 1.5 hours after initial closure and extubation. 15. What is physician¿s opinion as to the cause of this event? Unclear. Certainly no mechanical pressure felt to be on the nerves from the powder. Large wound and thyroid bed region with plenty of space. Wondering if a chemical or inflammatory injury is possible from the surgicel. Has this been reported before? 16. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative postop bilateral recurrent laryngeal nerve paresis? No. 17. What is the patient¿s current status? As of (B)(6), 7 weeks postop, the patients vocal cords are starting to move. Currently both are moving but only moving about 30% of the normal range of motion. 18. What is the users experience w/ surgicel powder and other hemostatic agents? I have used surgicel in the neck for many years around nerves. I usually use the cup of surgicel and rehydrate it with saline before placing it in the wound. Although I have used the powder many times as well in this same location without known adverse effects. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.